Manufacturer narrative:
The reported event high pacing lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.

Event description:
It was reported that during the procedure, high pacing impedance was noted on the right atrial (ra) lead after repeated tests. The lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable.